Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgical tech reported that the mode changed from sculpt to vitrectomy during a cataract with intraocular lens surgery. The tech manually changed it back to sculpt after being reassured by technical services that vitrectomy would not be performed without vitrectomy accessories hooked up. There was no harm to the pt.